Manufacturer narrative:
This report will be updated when investigation is complete. Trend will be evaluated.

Event description:
Allegedly, during revision surgery surgeon discovered a fracture of the prosthetic femoral stem. Patient was originally receiving a cup replacement. The patient was born in (B)(6).